Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735773, lot number/serial number #: unknown. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the main cart battery holds less than 1 min. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue was found following a planned maintenance (pm). It was noted that the issue occurred when unplugged from a known operational outlet and that when connected to an outlet, the navigation system functioned as designed.